Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that had an insulation breach. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.